Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. Technical evaluation confirmed the peeling distal end adhesive and the deteriorating objective lenses gluing appearance. Both phenomena have likely occurred throughout reprocessing. Air leak inspection did not show any water leakages. All other control points according to the guideline related to this product appeared normal and revealed no weaknesses or lack of functionality. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus loaner, endoeye flex 3d deflectable videoscope, to the olympus service center. Upon inspection and testing of the returned device, peeling of the distal end adhesive with missing parts was clearly identified, along with a gluing appearance that showed a slight deterioration regarding the objective lenses. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the suggested event was likely caused by the following matters: a) stress from the outside of the endoscope applied to the distal end. B) chemical attack by chemical solutions. C) influence by sterilization using sterrad 100s short program. A definitive root cause cannot be identified. The following description is included in instructions for use (IFU): "operation manual: important information ¿ please read before use: precautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual: 3.1 compatibility summary: list of compatible methods validated in terms of material durability: sterrad® 100s/nx®/100nx®: sterilization by sterrad® 100s/nx®/100nx® system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus." Olympus will continue to monitor the field performance of this device.